Manufacturer narrative:
Continuation of concomitant: dtba1d1 ICD implanted (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high left ventricular (lv) lead thresholds. The device was explanted and replaced, and the lead was inactivated and replaced. No patient complications have been reported as a result of this event.